Event description:
It was reported that the pump exhibited an error code 44228. There was no patient involvement. There was no patient injury reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H2) device evaluation: d3 manufacturer establishment name, manufacturing plant address, city, and zip code updated. D9 date returned to manufacturer: 2/7/2025. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The ehl showed an error code 44228. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative charged the battery for 3 days, updated software, and the pump passed all functional tests and performed as intended after repair.